Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported problems with high and low blood glucose levels. The customer then stated that he was hospitalized within the past month for high blood glucose levels. The customer stated that he was in a coma. The customer felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.